Manufacturer narrative:
Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that, the patient experienced issue of infusion set needle fractiure issue on (B)(6) 2024 .the needle was hard to remove. The infusion set fractured after being in use for less than a day. No further information available.